Event description:
The patient stated the front left broke off the rollator. The patient stated the frame stripped and would not hold the wheel. The patient stated the wheel broke off the unit while she was using it causing her to fall on concrete. The ambulance had been there to check her out. The patient alleges she was transported to the emergency room. The patient alleges she has a concussion from the fall. Return material authorization has been issued for the return of this device for investigation; return not yet received.